Event description:
During inspection, physio-control representative observed that the device would intermittently lock-up during boot up and one had to remove the battery for it to boot correctly. There is no pt involvement with incident.

Manufacturer narrative:
Physio-control replaced the main pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced main pcb assembly at the failure analysis center and was unable to duplicate the reported issue.